Event description:
The patient had transurethral microwave hyperthermia in late 2005 with good result. Subsequently had gross hematuria and evaluation. Showed a tubular piece of white silicone was found in the bladder and removed at cystoscopy. It is possible that this is from the tumt catheter.